Manufacturer narrative:
The touchscreen was returned for failure investigation. Visual inspection observed no scratching or other damage. Failure analysis was performed; no fault was found. The customer complaint was not verified.

Event description:
It was reported to philips that a touched position was observed to be out of alignment. There was no patient involvement or harm. This event was reported to have occurred during periodic maintenance (pm). There was no delay to therapy. The philips field service engineer (fse) observed the issue during pm and performed touchscreen calibration, however, the issue was not resolved. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
(B)(6).